Manufacturer narrative:
The implant was returned and evaluated. It was found to meet specifications. Co's conclusion remains the same for this case: the pt's smoking is a contributing factor in the failure. Smoking is a known contraindication for dental implants.

Event description:
Implant was placed 9/29/95. It failed and was removed 3/21/97. One person affected.